Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 22-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2006. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding which has made her severely anemic. She never experienced this condition prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. In (B)(6) 2008, she underwent a partial hysterectomy to remove her uterus in an effort to stop her heavy bleeding. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. She considers the events related to the essure. Company causality comment: this spontaneous case report which refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding. It was reported that she was submitted to a partial hysterectomy to remove her uterus in an effort to stop her heavy bleeding. Outcome was not reported. Heavy menstrual bleeding is listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this particular case, heavy menstrual bleeding occurred after essure insertion. Considering the positive temporal relationship and its nature, event was considered related to essure micro-insert therapy. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding/heavy menstrual bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain"), discomfort ("discomfort") and anaemia ("severely anemic"). The patient was treated with surgery (supracervical hysterectomy with cervical conization and lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the menorrhagia, pelvic pain, discomfort and anaemia outcome was unknown. The reporter considered anaemia, discomfort, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal date: (B)(6) 2008 and essure insertion date: 2005. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2008: 1. 1.9 cm diameter hypoechoic mass of the fundal-upper uterine body region may be a submucosal leiomyoma rather than an endometrial polyp. A sonohysterogram may aid in further evaluation if clinically indicated. 2- presumed essure micro insert appear to be within the central cornua regions of the uterus. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received. Reporters information, lab data, rcc and medical history added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding/heavy menstrual bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain"), discomfort ("discomfort") and anaemia ("severely anemic"). The patient was treated with surgery (supracervical hysterectomy with cervical conization and lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the menorrhagia, pelvic pain, discomfort and anaemia outcome was unknown. The reporter considered anaemia, discomfort, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal date: (B)(6) 2008 and essure insertion date: 2005. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2008: 1. 1.9 cm diameter hypoechoic mass of the fundal-upper uterine body region may be a submucosal leiomyoma rather than an endometrial polyp. A sonohysterogram may aid in further evaluation if clinically indicated. 2- presumed essure micro insert appear to be within the central cornua regions of the uterus.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 19-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report which refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding. It was reported that she was submitted to a partial hysterectomy to remove her uterus in an effort to stop her heavy bleeding. Outcome was not reported. Heavy menstrual bleeding is listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this particular case, heavy menstrual bleeding occurred after essure insertion. Considering the positive temporal relationship and its nature, event was considered related to essure micro-insert therapy. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. Product technical analysis concluded that there is no relationship between the reported medical events and quality defect. Further information will be obtained through the litigation process.